Event description:
It was reported resistance was met upon removal attempts of the guidewire used for filter placement following deployment via a jugular approach. Continual exertion on the guidewire against resistance resulted in unraveling and subsequent breaking of the wire. A portion of the unraveled wire remains affixed to the filter. A portion of a guidewire was returned, evaluated and retained by this MFR. The filter remains implanted and will not be available for evaluation. Evaluation of the 200 centimeter guidewire revealed 199.9 centimeters were returned intact.